Manufacturer narrative:
It was reported that stent was clogged with biliary sludge and food residue after stent implantation based on procedure description. Investigation was conducted by only pictures provided since device was not removed from the patient. Obstruction was found through the attached picture in which residue was adhered to the skirt part of stent. No special thing was found from the device history records and it successfully passed criteria of manufacturing and inspection. Biliary structure where stent was implanted is narrow and curvy. In addition, bc1008ar7, which is a device for anti-reflux, is mainly inserted over the papilla at bile duct. Therefore, residue those are bile from the bile duct and food residue from the duodenum can be gathered on the skirt part. However, it is impossible to identify the exact root cause since there is no information of patient, the device was not returned, and it is hard to recreate the situation at the time of procedure. It is considered that stent was obstructed by patient's lesion status. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
Unk, stent was implanted at bile duct. It was first reported that skirt appeared to be ridden up. (B)(6) 2015, it was confirmed that skirt (or anti-reflux bars) has had no problem, but the stent itself was clogged with biliary sludge and food residue. Unk, these were craped out of stent and tube stent was additionally implanted to finish the procedure. No patient's injury occurred.